Event description:
Pt developed endophthalmitis postoperative. A vitrectomy was performed. Visual acuity was 20/400. Unknown if product caused the reported observation. Lens remains implanted in the pt's eye.